Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid lot or serial number was not provided, therefore, DHR can not be checked for cable. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to a fast draining battery and as a result, experienced loss of consciousness and/or seizure. No further information was provided. There was no report of death or permanent injury associated with this event.